Event description:
There is a critical issue with the operating room beds currently in use with robotic surgery requiring maximum trendelenburg positioning. These beds have a design that requires a double latch to be pressed and then the whole unit pulled off of two spikes in order to remove the lower edge of the bed. The patient is positioned on the bed in reverse such that the upper torso/head is resting on the lower edge of the bed. When the patient is in maximum trendelenburg position, the double latches hit the base of the bed, causing them to loosen. This, in conjunction with the angle of the patient and gravity, causes the lower edge to self-remove and the patient's upper torso falls, while the lower half is still anchored to the rest of the bed. This is a serious issue that could result in grave injury and possibly even permanent paralysis. I cannot use any stronger language to stress that these beds need to be removed immediately and replaced with ones that do not have this design issue. This critical event has already occurred on several occasions and I heard that one day after our event, the same thing happened in a gynecology case. It is a potential for any robotic surgery occurring in the pelvis that requires maximum trendelenburg. Thankfully, the issue was recognized by the o.r staff and dealt with promptly and no harm has occurred to the patient, but this is a disaster waiting to happen that can be avoided now. Our patients deserve better. Additional information: or bed disassembled during procedure after pt was positioned in steep trendelenburg. Patient slid down about 1 foot. Staff put the bed back together while maintaining patient's position. Patient did not touch the floor and airway was secure throughout. Patient was repositioned and safety straps re-adjusted.